Event description:
Adverse event occured outside us, in france. A 78-year-old female user of intermittent catheter lofric elle, catheterized herself per normal procedure. When she withdrew the catheter from the urethra the catheter tube came loose from the holder, and fell to the floor, without any sudden movements or manipulation. After the incident the user experienced a burning sensation (symptom of an incipient uti) and performed a urine strip test at home which revealed leukocyturia traces (3 crosses on the test), without hematuria. She took fosfomycine the next morning. Fosfomycine had been prescribed by her urologist prior to this incident to manage situations that may occur on weekends and lead to urinary tract infection (uti). In addition to the above information, the user is treated with selexid (an antibiotic from the penicillin family) as preventive treatment for utis at a dosage of 1 tablet every 3 days, systematically, according to her urologist's prescription. The patient has bladder hypotonia. She has been using lofric elle since 2021. Lofric elle is a single use hydrophilic, ready-to-use urinary catheter intended for intermittent urinary catheterization.

Manufacturer narrative:
The incident describes a device failure and an incipient urinary tract infection (uti). Uti is a common adverse event related to catheterization therapy and as the patient is being treated prophylactically with selexid, there is no conclusive evidence to suggest that the medical complication reported in this incident is related to this device. Batch documentation and production data have been reviewed and no relevant problems or deviations were registered. One product will be returned for investigation but has not yet been received at the time of this report. However, the reviewed image sent with the complaint shows that the funnel has not been mounted correctly on the tube. Three complaints were registered previously to this one, regarding the same problem (catheter detaching from funnel). These complaints were from UK (2) and sweden (1). Measurements from the supplier's peak tensile force test show results within specifications for sample from the same raw catheter lot 740622. Contact with the supplier of the raw catheter showed there is an open non-conformity on the same issue. This was identified in wellspect's production in june, for raw catheter lot 760787. Investigation by the supplier concluded that a limited number of catheters were incorrectly assembled in this specific lot. The manufacturer of the equipment has been on site and adjusted the glue application, and the glue-related issues decreased afterwards. More controls of the defective products will be performed, and further investigation will take place. In order to decrease the risk of incorrectly assembled products reaching customers, the supplier would like to install a sensor to measure the length of the catheters inline and they will get back to us when they have found an appropriate solution for this. A supplier deviation report (sdr) has been opened, and all three complaints were manufactured before the sdr was initiated. Referring to the above investigation by the supplier, we agree that this is a plausible root cause for the described product problem. We will continue to monitor the suppliers' suggested improvements closely. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.